Event description:
It was reported that replacement poly inserts have been requested for revision surgery. Reason for revision is a suspected infection. Primary surgery occurred on (B)(6) 2022. Revision surgery date is unknown.

Manufacturer narrative:
It was reported that replacement poly inserts have been requested for revision surgery. Reason for revision is a suspected infection. Primary surgery occurred on (B)(6) 2022. Revision surgery date is unknown. The device history record was reviewed and the device was manufactured per the specifications. All sterilisation requirements were met.